Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that an error message of replace generator was observed on the device. Upon performing and update of the device version, the issue was resolved, and battery was performing well. Patient was stable.